Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse cleaned the ise unit and replaced the ise buffer valve and reference valve and the ise mix motor to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results for multiple analytes on their au5800 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.